Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 179 mg/dl, 400 mg/dl, 450 mg/dl, 454 mg/dl, 550 mg/dl and over 600 mg/dl. The customer was treated with insulin pump and needle. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not alleged insulin pump was under delivering. The auto mode was not active during reported event. The device will not be returned for analysis.